Event description:
The customer reported to siemens they obtained erroneously elevated enzymatic carbonate (eco2) results on six (6) patient samples on a dimension exl 200 integrated chemistry system. The erroneously elevated results were not reported to the physician(s). The same samples were reprocessed on the same dimension exl 200 integrated chemistry system. Lower results were obtained, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated eco2 results.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated enzymatic carbonate (eco2) results on six (6) patient samples on a dimension exl 200 integrated chemistry system. Customer stated prior to the patient samples being run, millipore water system maintenance was performed. Siemens recommended the following actions: dump/rinse the water bottle, use a new well on eco2 flex and rerun quality control (qc) and patient samples. Customer stated that after the recommended troubleshooting, the qc is within the laboratory range, and the patient samples were reprocessed and were not elevated. Siemens healthcare diagnostics is investigating the event.

Manufacturer narrative:
Additional information (06-mar-2026): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos reviewed the information provided and the troubleshooting performed (replacing the well and refreshing the water bottle). Based on the available information, the probable cause of the event is suspected to be water contamination or carryover introduced during or after the millipore water system maintenance. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2517506-2026-00047 was filed on 04-mar-2026.